Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 252mg/dl at the time of incident. Troubleshooting found that the pump cannot complete the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book image and force sensor zero offset out of specification error. Unable to perform the self-test, displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error open book image. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, end cap address label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.